Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: 7 days after the procedure. It was reported that approx 7 days post a right internal carotid artery (rica) stenting procedure, the pt experienced a stroke. In 2006, the pt was taken to the emergency room with sudden onset of left-sided weakness and left facial droop. The pt was taken to the catheter lab for a carotid and cerebral angiogram. Intra arterial tissue plasminogen activator (tpa) and reopro were administered. A follow-up angiogram was done showing a reopening of the rica with numerous filling defects along the stent. Reportedly, the pt continued to have significant left-sided weakness. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink device malfunction reported. Thrombotic strokes are known potential adverse events associated with the use of this device as listed in the rx acculink instructions for use. The part and lot numbers were not identified; therefore, a device history record review could not performed.